Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor was not powering on.  The cause for the failure to power on was isolated to a defective u1003 component on the computer/analog board. The root cause for the defective u1003 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming testing.